Event description:
Malfunctioning baclofen pump removed. Surgeon believed that catheter tubing was broken prior to explanation of the pump. No harm occurred to the patient. Disrupted baclofen pump catheter at the level of the l3 and l4 spinous processes.